Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted (B)(6) 2017, product type lead.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degen disc disease/herniated disc pain. It was reported that the patient had an MRI a couples weeks ago and shut off her system and at some point after she turned it back she could not get to perception when turning it up. Nothing was noted to have led or contributed to the issue, but the patient had been in a car accident last year in november. High impedances were found on 5 <(>&<)>10 electrodes >40k at 3 volts. The rep reprogrammed around the high impedance electrodes. The issue resolved.